Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that the malfunction of air/water or aspiration issue was due to a clogged nozzle. The nozzle was clogged with crystallized residue. In addition, the universal cord holder was corroded and adhesive on the bending rubber was worn out. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, there was an air/water problem on the evis exera iii gastrointestinal videoscope there was no report of patient harm associated with this event. During inspection of the returned device, the nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual preparation and inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. IFU states the following regarding reprocessing of a/w nozzle/channel. Reprocessing manual precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Rinsing the endoscope and accessories following disinfection. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the reported device malfunction was observed before the start of the procedure.

Manufacturer narrative:
A supplemental report is being submitted to capture additional information provided by the user facility. The following sections were amended: b3: date of event and b5: describe event.